Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device replacement. A backup pulse of 4 volts was programmed. During the procedure, the hex wrench wasn't able to grab hold of the set screw while attempting to remove the right ventricular lead. Several hex wrenches were used. The device started intermittently capturing and the patient had no underlying rhythm. The patient was given isopril which allowed a slow escape ventricular rhythm. The physician requested programming to a backup pulse of 7 volts but a message came up on a programmer indicating the device was in backup vvi mode, kept rebooting and was extremely slow. The set screw was finally removed and the physician noted a ring came off of the screw. The device was replaced and a new ventricular lead was connected successfully. The patient was stable.